Event description:
The customer reported that the user reported that when testing shock delivery into the test load at 30j the device would charge but not deliver the test shock. The user reported the device issued a message 'shock not delivered'. The user reported powering the device off and back on and the problem repeated. There was no patient involvement.